Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Final analysis found that the insulation was abraded at 11.3 cm to 11.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.